Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. No patient injury or serious harm was reported. The ventilator was evaluated at a third-party service center. Initial testing identified a failure during the active exhalation control module (aecm) verification. Troubleshooting was performed in accordance with the service manual. The aecm proportional valve was replaced; however, the issue persisted. The 3-way solenoid valve was subsequently replaced, which resolved the aecm fault condition. Device log files were successfully downloaded and reviewed in full. A fault associated with the oxygen blending module was identified. An internal connection check was performed with no anomalies observed. The oxygen-blending-module subassembly was replaced as a corrective measure. The device was fitted with a new foam filter and particulate filter and then sent for final quotation. The ventilator subsequently passed all functional testing.